Event description:
The manufacturer received information alleging the device's power supply burned the patient. The patient states the device sparked and that they touched the power cord then were shocked due to the exposed wires. The patient reports being in a good condition. No medical intervention was required by the patient. The patient reports a burning odor, and the smoke is coming from the power supply where it goes into the device. The patient states flames were seen at the same area where the power supply was plugged into. The patient reports cleaning the device with warm soapy water. The patient has disposed of the power cord. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.